Event description:
It was reported that the patients batteries were getting wet upon showering. The system controller was alarming for low voltage. When the patient looked in their shower bag, the patient noticed the batteries were wet with water at the bottom of the shower bag. The system controller was in the system controller holder and was not wet. The patient connected to mobile power unit (mpu) power and was instructed to use new battery clips and batteries. The old batteries and battery clips were taken out of use. No water damage to the system controller was observed and the system controller passed a self-test. Log file review did not reveal any low voltage events; however, these events may have been overwritten by new incoming data.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the report of fluid ingress into the heartmate gogear shower bag could not be confirmed through this evaluation as the product was not returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further reported events at this time. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the patient handbook, ¿equipment maintenance¿, instruct the user to periodically inspect the wear and carry accessories for damage or wear. These sections further state ¿if an accessory appears damaged or worn, do not use it. Contact the manufacturer with questions or to order a replacement, if needed¿. The IFU and patient handbook also provide instructions on using and assembling the shower bag. No further information was provided. The manufacturer is closing the file on this event